Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial vaginosis, rash, pain in hip, vaginal discharge, vaginal itching, cervical dysplasia, breast pain and back pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and bacterial vaginosis ("infection (bladder/ urinary tract/ vaginal) type: bv"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/ abdominal, back and menorrhagia (heavy menstrual bleeding). No. Of coils trailing: right 2 left 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion using the essure procedure. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received. Case became serious incident, removal details were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and dysmenorrhoea ('painful menses') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial vaginosis, rash, pain in hip, vaginal discharge, vaginal itching, cervical dysplasia, breast pain and back pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy,removal of right ovary). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, back pain and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/ abdominal, back and menorrhagia (heavy menstrual bleeding). No . Of coils trailing : right 2 left 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion using the essure procedure total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.